Manufacturer narrative:
The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Additional information will be submitted within 30 days upon receipt. Please note that this medwatch report represents one of two products involved with this event which is associated with MFR report number.

Manufacturer narrative:
Complaint conclusion: park et al, stent fractures after superficial femoral artery stenting; j korean surg soc 2012;83: 183-186, report a (B)(6) male presented with recurrence of claudication; a stent fracture was found without femoral artery occlusion, and he was treated with additional femoral artery stenting to secure the fracture site. Roentgenogram revealed 3 strut fractures without displacement in the mid superficial femoral artery (sfa) portion, and subsequent angiography revealed multiple in-stent restenosis as well as stent fracture sites. A (B)(6) man with hypertension and ischemic coronary artery disease presented with recurrence of 500 m claudication in both legs. Four months ago, the patient underwent primary stenting for chronic total occlusion of sfa due to symptoms of the 500 m claudication. Two self expanding nitinol stents (smart, cordis) were implanted. The distal stent was 7 mm in diameter and 15 cm in length, and the proximal stent was 7 mm in diameter and 12 cm in length with 2 cm of overlap in mid sfa. Roentgenogram revealed 3 strut fractures without displacement in the mid-sfa portion, and subsequent angiography revealed multiple in-stent restenosis as well as stent fracture sites. The narrowed portion of the stented site was dilated with a 6 mm balloon and a 7 × 60 mm stent was inserted at the site of stent fractures. Angiographic results were satisfactory with symptom resolution. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. Claudication is pain caused by too little blood flow during exercise. Sometimes called intermittent claudication, this condition generally affects the blood vessels in the legs, but claudication can affect the arms. Although it's sometimes considered a disease, claudication is technically a symptom of a disease. Most often, claudication is a symptom of peripheral artery disease, a potentially serious, but treatable circulation problem. (Http://www.mayoclinic.com/health/claudication/ds01052) in-stent restenosis (isr) is associated with the progression of atherosclerotic disease and is a known potential adverse event following stent implantation and does not represent a device failure. Intra-arterial stent placement is a treatment of the disease process, it is not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Vessel occlusion, restenosis, intimal hyperplasia or recurrent strictures are well known documented potential complications of this type of procedure and are listed in the IFU as such. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. Isr is more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Factors that may have influenced this event include patient, procedural, pharmacological and lesion. There are multiple factors that can contribute to stent fracture in the sfa. The sfa is a very dynamic vessel that undergoes biomechanical forces such as flexion, torsion, compression, and elongation. Studies have also revealed that nitinol stent fractures occurred in cases of multiple stents and overlap related to an abnormal stress area that is created. The cumulative length of the stented segment unequivocally has been identified as the most important determinant for material fatigue and subsequent fracture. The anatomy of the superficial femoral artery is complicated and is likely the largest contributor to stent failures. Extrinsic dynamic forces including compression, torsion, and expansion can predispose stents to fracture and in-stent restenosis. In this case, vessel/lesion characteristics, procedural factors and/or biomechanical forces likely contributed to the reported event. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg. Report #9616099-2012-00635 and 9616099-2012-00636. - attachment: [stent fractures after superficial femoral artery stenting.pdf]

Event description:
Park et al, stent fractures after superficial femoral artery stenting; j korean surg soc 2012;83: 183-186, report a (B)(6) male presented with recurrence of claudication; a stent fracture was found without femoral artery occlusion, and he was treated with additional femoral artery stenting to secure the fracture site. Roentgenogram revealed 3 strut fractures without displacement in the mid superficial femoral artery (sfa) portion, and subsequent angiography revealed multiple in-stent restenosis as well as stent fracture sites. A (B)(6) man with hypertension and ischemic coronary artery disease presented with recurrence of 500 m claudication in both legs. Four months ago, the patient underwent primary stenting for chronic total occlusion of sfa due to symptoms of the 500 m claudication. Two self expanding nitinol stents (smart, cordis) were implanted. The distal stent was 7 mm in diameter and 15 cm in length, and the proximal stent was 7 mm in diameter and 12 cm in length with 2 cm of overlap in mid sfa. Roentgenogram revealed 3 strut fractures without displacement in the mid-sfa portion, and subsequent angiography revealed multiple in-stent restenosis as well as stent fracture sites. The narrowed portion of the stented site was dilated with a 6 mm balloon and a 7 x 60 mm stent was inserted at the site of stent fractures. Angiographic results were satisfactory with symptom resolution.